Event description:
The customer tested her blood glucose and received a reading of 350 mg/dl from her breeze2 meter and a reading of 130 mg/dl from her breeze meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left, so no product will be returned. The meter was replaced at the customer's insistence.